Manufacturer narrative:
(B)(4). Additional information indicates the catheter leaked during use.

Event description:
The customer reports that the lines are not closed as they were before.

Manufacturer narrative:
(B)(4). The customer provided two photos for evaluation. The photos displayed two cv-12854 kits side by side. The clear side of the kits show that one kit contains dust caps and the other has injection caps attached to the luer hub. The lot numbers on the kits indicate that the kit with injection caps was manufactured in february, 2018 and the kit with separate dust caps was manufactured in may, 2018. A device history record review was performed and no relevant findings were identified. The design history for cv-12854 was reviewed as part of this complaint investigation. A change order released february 28, 2018 which included "replacement of injection site caps with dust caps for all finished goods listed in attachment a of the ecr." The report of caps not attached to the assembly was confirmed by visual examination of the customer supplied photos. Based on the product lidstocks, one kit was packaged in february, 2018 and the other was packaged in may, 2018. On february 28, 2018, a change order was released which replaced injection site caps with dust caps. Based on this information, the probable cause of this complaint is customer preference. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the lines are not closed as they were before.